Event description:
It was reported that the right ventricular (rv) lead had oversensing and noise. It was noted that there was a lead integrity alert triggered and that the intermittent noise was in the configuration of rv tip to ring. The lead¿s sensing was reprogrammed to tip to coil which eliminated the noise/oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the patient presented to the ER (emergency room) with an alert toning due to high bipolar impedance on the right ventricular (rv) lead. How to reprogram the lead around this was discussed with a company technical representative. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated that there was a right ventricular lead integrity alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted that beginning (B)(6) 2015, there were (ventricular) sensing integrity counts up to 275; vt-ns (ventricular tachycardia-nonsustained) episodes with evidence of lead noise oversensing. Additionally, a rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst (nonsustained tachycardia) episodes. (B)(4).

Event description:
It was further reported that an alert showed high bipolar impedance again. The product was reprogrammed rv tip to rv coil. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that a possible lead fracture was suspected of the right ventricular (rv) lead. The lead was deactivated until the patient could be seen by their physician. No patient complications have been reported as a result of this event.